Event description:
Additional information reported the patient had ¿broke¿ the ¿leadwire¿ and as a result had their implantable neurostimulator (ins) system replaced on (B)(6) 2013. Further information received 6 days later clarified that the lead break occurred in (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
It was reported that stimulation had been fading in and out on a patient's right side for the last 10 days. The reporter stated that the patient had not been able to recharge his device fully despite having eight coupling bars. It was reported that the patient recharged for three hours and the device "only got half full." It was noted that the patient wasn't using the device while recharging. The reporter stated that the patient saw an out-of-regulation message on the patient programmer. Five days later, it was reported that the patient was scheduled to meet with a manufacturer representative on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial #(B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), explanted: (B)(6)2013 product type lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was deciding if he wanted to have a revision of his lead, as there are four contacts out. If additional information is received, a supplemental report will be submitted.